Event description:
It was reported that it was noticed that the intraocular lens (iol) had a significant scratch upon being implanted into patient's right eye. The lens was removed during the same procedure and replaced with another lens of same model and diopter. There was no patient injury. The original lens was discarded. No other information was provided.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: in reviewing the initial MDR, it was noticed that the component code was inadvertently not included; therefore, it is captured in this supplemental report: the following section has been updated accordingly: section h6: component codes: 4755 - part/component/sub-assembly term not applicable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: in reviewing the initial MDR, it was noticed that in the section b5, it was inadvertently mentioned that the procedure was completed using another lens of same model. However, the procedure was actually completed using another lens of different model but of same diopter; therefore, this correction is captured in this supplemental report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.